Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "pt advised that he has spoken with 2 orthopaedic surgeons and was advised that he needed a revision on his hip replacement. Pt would like to be compensated for the second procedure."